Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that the right ventricular (rv) lead was dislodged. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes the right ventricular (rv) lead failed to capture in clinic and chest x-ray confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2022 as the lead could not be repositioned during procedure due to helix failing to extend.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and over torque of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.